Event description:
The advocate stated the customer's glucose was tested one morning using her contour meter and the reading was 99 mg/dl. The advocate called an ambulance because, the customer was not acting right. Paramedics tested the customer's glucose at 29 mg/dl using their meter. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer was treated with glucose and then taken to the hospital. Troubleshooting of the contour system was not possible, as the customer's control solution was expired. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.